Event description:
User reported an error with the pressure measurement on the ventilation module. The value measured by the sensor pressure did not match the external pressure sensor. There was no patient harm.

Manufacturer narrative:
The investigation determined that the settings were configured to use the ventilation module with the spectrum medical oxygenator, meaning both the sweep and po2 ports are used on the quantum ventilation module. The customer's default settings are intended to be used with a different oxygenator. Therefore, there was no device malfunction, but the settings were corrected and the device was confirmed to operate as expected.